Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and drainage.

Event description:
Patient's spouse reported on behalf of the patient, left-side "failed", "leaking through the skin", "thin skin", and "very red." Device remains implanted.